Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient, who has a history of gi bleed and renal disease, was readmitted for right heart failure and ascites evaluation with anemia but no active source of gastrointestinal bleeding. The patient reported dark stools. The patient was not on coumadin. Esophagogastroduodenoscopy (egd) with push enteroscopy was performed for further evaluation and showed no signs of bleeding, ulcers, arteriovenous malformations (avms) or varices but capsule endoscopy showed multiple small non-bleeding avms in small intestine (proximal small bowel). Liver biopsy was delayed because of prolonged hospitalization. No further information was reported.

Manufacturer narrative:
Section h4 and d4: additional information. Manufacturer's investigation conclusion: a specific cause for the report of gastrointestinal bleeding and right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system could not be conclusively established. The patient remains ongoing on the device. However, the patient experienced another bleeding event in (B)(6) 2018 (reference (B)(4)). The heartmate 3 left ventricular assist system instruction for use (IFU) lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of gastrointestinal bleeding and right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system could not be conclusively established. The patient remains ongoing on the device. However, the patient experienced another bleeding event in (B)(6) 2018 (reported under MFR #2916596-2019-01807). The heartmate 3 left ventricular assist system instruction for use (IFU) lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a blood transfusion. The event reportedly resolved on an unknown date.